Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced an inductive telemetry issue, causing the device to enter backup vvi mode. Attempts to reset the device were made but were unsuccessful, and no further intervention was performed. The patient remained stable.

Manufacturer narrative:
The reported inappropriate reset was confirmed, the reported inductive telemetry issue was not confirmed. As received device was in backup mode with battery at normal range of operation. Analysis of the device image indicated backup was due to power on reset (por). Device was cut open and further hybrid analysis performed noted an anomalous integrated circuit (ic) on the hybrid consistent with the reported event. A longevity calculation was performed and device had appropriate longevity based on device usage.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and successfully replaced on (B)(6) 2025. The patient remained stable.